Event description:
It was reported by service report that the jacks could not be pumped up due to the pump pedal assembly was bent. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Pump pedal assembly.